Manufacturer narrative:
During an endovascular procedure, the brite tip sheath could not be inserted into the patient. It was noted that the distal end of the sheath was frayed. It was replaced with a new sheath introducer. After angiography, a non-cordis guiding catheter was delivered to the lesion by contralateral approach. Pre-dilatation with 4x40 power flex pro was performed. An attempt was made to deliver a smart control stent to the lesion, however it was caught by a previous smart stent in the common iliac artery, and could not go through after several times of attempts. A gap was then confirmed between the inner shaft and the outer shaft, it was removed from the patient and the procedure was completed with another balloon dilatation (7x40 power flex pro). The procedure finished successfully. There was no reported patient injury. The products were clinically used. And they will not be returned for analysis. The target lesion was the external iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The patient¿s information was unknown. The access site was the left common femoral artery. It was not calcified nor was it a cto. There was no excessive force used to insert the device. The products (sheath and stent) were stored and handled according to the IFU. They were also inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system or with the sheath prior to use. The stent delivery system pass through any acute bends. Delivery of the stent delivery system to the lesion was via the contralateral approach. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. The product was clinically used and will not be returned for analysis. A review of the manufacturing documentation associated with lot 17698457 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. The reported stent delivery system- deployment difficulty ¿ premature deployment could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics although unknown, and the passing through of a previously placed stent may have contributed to the reported event. According to the product instructions for use, caution is to be used when crossing through previous placed stents to avoid stent damage. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. This is one of two reports associated with the reported events and the associated number is 9616099-2017-01642.

Manufacturer narrative:
(B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During insertion of a brite tip sheath into the patient but it could not be inserted and the distal end frayed. Therefore, it was replaced with a new sheath introducer. Then after angiography, the sheath was replaced with a non-cordis guiding catheter and it was delivered to the lesion by contralateral approach. Then a smart control stent was attempted to be delivered after pre-dilatation with 4x40 power flex pro however, however it was caught by a previous smart stent in the common iliac artery, and could not go through after several times of attempts. Because a gap was confirmed between the inner shaft and the outer shaft, it was removed from the patient and the procedure was completed with another balloon dilatation (7x40 power flex pro). The procedure finished successfully. There was no reported patient injury. The products were clinically used. And they will not be returned for analysis. The target lesion was the external iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The patient¿s information was unknown.